Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right femoral access. The duett deployment was uneventful. About 15 min. Post deployment, signs and symptoms consistent with an arterial occlusion were noted. An angiogram confirmed the occlusion, and treatment consisted of heparin and tpa. A hematoma was also noted after initiation of thrombolytic therapy. The event was resolved.